Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
It has been reported that the upper part of the patients prosthesis has collapsed.

Event description:
It has been reported that the upper part of the patients prosthesis has collapsed.

Manufacturer narrative:
On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However it can now be concluded that the device which is the subject of this report is not the reportable device. The investigation determined that there was a periprosthetic fracture in the metaphyseal region of the proximal femur at the junction with the ha collar of the custom jts midshaft femur pin 12560. The event relating to pin 12560 is fully investigated against complaint number (B)(4). The device reported in this investigation is an extension shaft that does not contact the bone and based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. Refer to mfg report # 3004105610-2018-00050.